Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd catheter insyte 22g when punctured, it breaks. The following information was provided by the initial reporter, translated from spanish to english: the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd catheter insyte 22g when punctured, it breaks. The following information was provided by the initial reporter, translated from spanish to english: the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half.